Event description:
Nurse was caring for pt post operatively when she was alerted to an alarm on the alaris pump. The warning indicated there was an air in the tubing. As she investigated, she noticed there was a large amount of air in the tubing separated intermittently with small amounts of IV solution that extended all the way to the pt's arm. She immediately turned off the pump.